Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 600 mg/dl and they treated via manual injection. Troubleshooting for high blood glucose was performed. Customer advised they changed their infusion set and received a no delivery alarm during bolus delivery. Customer advised they had a bent cannula. Customer was advised to change and return their infusion set. Customer was advised to monitor the insulin pump.